Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2012. During the procedure, the device was not driving the disposables well. To complete the procedure, the umbilical port incision was extended about three to four inches to remove the remaining piece of uterus that was bigger than the size of a baseball and the remaining fibroid tissue.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-00464 and medwatch 2210968-2012-00465. The same patient is represented in each medwatch.

Manufacturer narrative:
In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.